Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately also the lot number has not been made available, therefore it was not possible to perform the verification of the historical data. Technical evaluation: a technical evaluation of the devices involved was not possible as the devices have not yet been made available. The technical evaluation will be performed as soon as the devices become available. Medical evaluation: the little information made available on the case was sent to our medical evaluator. Please find below an extract of the medical evaluations performed. February 10, 2016: "we do not have detailed information from this surgeon. Apparently the patient recognised that one of the studs could be removed just by pulling. We do not know why this might have happened. We cannot judge the seriousness of the sequelae of this episode as we do not know the amount of valgus deformity that has occurred. It would obviously be good to have more details of this incident and the components involved.". March 7, 2016 with the last information made available: "regarding this patient, we are now told that there are 8 - 10 degrees of valgus in this femur. The patient was being treated for a fracture. We have no way of telling whether this valgus was present before the stud loosening or only occurred afterwards. If the callus is too stiff to make a correction it implies that the position was not affected by the incident, i.e. That the valgus deformity was present beforehand. We need more information about the condition of the patient and the course of treatment before we can make any further comment about this. The date of surgery (fixator application) is given as (B)(6). The complaint date was exactly 13 weeks later. The condition being treated was a fracture; I guess we must assume that the fracture was periarticular, because a diaphyseal fracture in a femur is not normally treated with external fixation. We need to know the date and position of the fracture: was it on (B)(6) or on some previous date. From the description of the event ("grub screw appeared to be tight, however I undid it and retightened the grub screw and that seems to have done the trick") it does not appear that the incident caused any deformity because the stud was replaced. So, the relationship between the valgus and the incident with the stud is not clear. As ever we need more details about this case before we can understand what has happened.". Final comments (please also kindly refer to MFR reports 9680825-2016-00009 and 9680825-2016-00011). A technical evaluation of the devices involved was not possible as the devices have not yet been made available. The technical evaluation will be performed as soon as the devices become available. The medical evaluation evidenced as follow: "from the description of the event ("grub screw appeared to be tight, however I undid it and retightened the grub screw and that seems to have done the trick") it does not appear that the incident caused any deformity because the stud was replaced. So, the relationship between the valgus and the incident with the stud is not clear. As ever we need more details about this case before we can understand what has happened.". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Date of event and position of the fracture, copies of the pre and post-operative x-rays, information whether the tl hex frame is still in use by patient or already removed, devices batch number and the devices availability for the technical evaluation. Based on the information available on the event, it was not possible to finalize the investigation and determine the root cause of the event notified. If further information and/or the devices involved become available, orthofix (B)(4) will finalize the investigation. Orthofix (B)(4) continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00009 and 9680825-2016-00011. Device not yet returned.

Event description:
The information initially provided by the surgeon, mr. (B)(6), indicates: "I had some trouble in couple of patients when struts came out. This grub screw was tightened using the torque screw driver in theatre. One patient ended up with rotational deformity, which is being corrected at present, but due to callus formation may not correct. Patient pulled the struts out to show me that how easily strut came out. In this patient grub screw appeared to be tight, however I undid it and retightened the grub screw and that seems to have done the trick, for time being at least.". On february 4, 2016, orthofix (B)(4)received the following information from the local distributor: "territory manager has confirmed that there is no other case and mr (B)(6) was merely retelling the experience of other surgeons he had spoken to in (B)(6). Hope this clarifies that there is only one case/incident referred.". On february 10, 2016, orthofix (B)(4) received, from the local distributor, the completed complaint report form which included the following information: product code: 50-10300 (qty 2) and 56-20020 (qty 1) - please also kindly refer to MFR report 9680825-2016-00009 and 9680825-2016-00011. Batch number: not available; hospital name: (B)(6) infirmary; surgeon name: mr (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: femur; surgery description: fracture treatment; patient information: (B)(6), female- problem observed during: into treatment/post-operative; type of problem: device functional problem; the devices failure did not have any adverse effects on patient; the surgery was completed with the used devices; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; an additional surgery was not required; copies of the operative reports are not available; copies of the x-rays images are not available; patient current health condition: fracture healing well however there is a little valgus deformity that cannot be corrected due to callus formation. On february 26, 2016, orthofix (B)(4) received the following information from the local distributor: date of event and date fixator applied: "date of surgery (B)(6) 2015"; were the grub screws locked using the torque wrench: "grub screw was applied by a torque wrench"; copies of the x-ray images: "no"; information about patient's activities (weightbearing): "patient was weight bearing"; amount of valgus deformity: "it was 8-10 degrees of valgus". On march 1, 2016, orthofix (B)(4) received the following information from the local distributor: "regarding this particular case it is a bit tough to gather further details from the surgeon as suggested by territory representative.". Please also kindly refer to MFR report 9680825-2016-00009 and 9680825-2016-00011. (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2016-00009 and 9680825-2016-00011) the devices involved in this event have not yet been received by orthofix srl. Unfortunately also the lot numbers have not been made available, therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR reports 9680825-2016-00009 and 9680825-2016-00011) the devices involved in this event have not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the devices concerned. The technical evaluation of the devices involved will be performed as soon as the devices become available. Medical evaluation the information made available on the event was sent to our medical evaluator. The medical evaluation is currently on going and will be closed once further information on the case will be available. Orthofix srl has requested the distributor to provide further information on the event such as date of event and date of the fixator applied, indication if the grub screws were locked using the torque wrench, copies of the x-ray images, information about patient's activities (weightbearing), amount of valgus deformity, information whether the tl hex frame is still in use by patient or already removed, devices batch number and the devices availability for the technical evaluation. Unfortunately, this information has not yet made available. As soon as further information will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market. Please also kindly refer to MFR reports 9680825-2016-00009 and 9680825-2016-00011.

Event description:
The information provided by the surgeon, mr. (B)(6), indicates: "I had some trouble in couple of patients when struts came out. This grub screw was tightened using the torque screw driver in theatre. One patient ended up with rotational deformity, which is being corrected at present, but due to callus formation may not correct. Patient pulled the struts out to show me that how easily strut came out. In this patient grub screw appeared to be tight, however I undid it and retightened the grub screw and that seems to have done the trick, for time being at least.". On (B)(6) 2016, orthofix srl received the following information from the local distributor: "territory manager has confirmed that there is no other case and mr (B)(6) was merely retelling the experience of other surgeons he had spoken to in (B)(6). Hope this clarifies that there is only one case/incident referred.". On (B)(6) 2016, orthofix srl received, from the local distributor, the completed complaint report form which included the following information: product code: 50-10300 ((B)(4)) and 56-20020 ((B)(4)) - please also kindly refer to MFR report 9680825-2016-00009 and 9680825-2016-00011. Batch number: not available. Hospital name: (B)(6). Surgeon name: mr (B)(6). Date of surgery: (B)(6) 2015. Body part to which device was applied: femur. Surgery description: fracture treatment. Patient information: (B)(6), female. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. The devices failure did not have any adverse effects on patient. The surgery was completed with the used devices. The event did not lead to a clinically relevant increase in the duration of the surgical procedure. An additional surgery was not required. Copies of the operative reports are not available. Copies of the x-rays images are not available. Patient current health condition: fracture healing well however there is a little valgus deformity that cannot be corrected due to callus formation. Please also kindly refer to MFR report 9680825-2016-00009 and 9680825-2016-00011. (B)(4).